Event description:
A user facility reported that their patient experienced post inflammatory hyper-pigmentation at the treatment site following the use of the alma harmony system. Investigation by alma lasers inc. Found that the post inflammatory hyper-pigmentation is likely permanent. Multiple attempts were made by alma lasers inc. To gather additional information from the customer with no response, therefore we are reporting this in good faith.